Event description:
It was reported that the customer was hospitalized due to elevated blood glucose levels (715 mg/dl), and diabetic ketoacidosis. Reportedly, the customer was running out of infusion sets, so cartridges and infusion sets were being reused prior to elevated bg levels occurring. Customer was treated through intravenous fluids and released from the hospital on (B)(6) 2016. Customer stated there is fluid behind the right eye that was not present prior to this reported issue; however, the customer's vision was not impacted and there was no permanent damage to the customer. Upon being released from the hospital the reported issue was resolved with treatment received while in the hospital.

Manufacturer narrative:
T:slim g4 cartridge user guide states, "do no reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose levels (715 mg/dl), and diabetic ketoacidosis. Customer stated they were reusing cartridges and infusion sets prior to elevated bg levels occurring. Customer was treated through intravenous fluids and released from the hospital on (B)(6) 2016.